Event description:
It was reported that the device was used during a laparoscopic ingulnal hernia procedure. It was reported by the rep that the (1) ems stapler fired (5) staples and then jammed and would not fire anymore. The case was completed by opening another stapler. There was no pt consequence.